Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced tilt and unable to retrieve. The information was received from various sources. Both malfunctions involved patients with no reported patient injury. The two female patient age is ranged from 46-50 years and one patient weight is (B)(6) lbs and another patient weight is not provided.